Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend or family reported that the patient is currently in a nursing home and there is nothing in the medical report as to what caused the stroke. Additional information received from the healthcare provider (hcp) on jan-18 reported that the patient's strokes were not related to the device or therapy.

Event description:
The consumer reported the patient had a stroke 2 weeks prior to the day of the report and said that the stroke¿s cause hadn't been identified yet. It was indicated that ¿at first they thought it could have been due to the manufacturer therapy but the neurologists don¿t think so, but they don¿t really know, but they know it¿s not blood clot related.¿ the patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.